Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The event can be detected/prevented by following the instructions for use (IFU): IFU states the detection method in gif type xp150n operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif type xp150n reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the foreign material, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a foreign material on nozzle. There were no reports of patient involvement.